Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. It was reported that the patient expired on (B)(6) 2019 due to an unknown cause. It was also reported that the device operated as intended and would not be returned for an evaluation. The heartmate ii lvas IFU. Is currently available. Section 1 of this IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No alarms were associated with this event and no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported per the vad coordinator, the patient expired. The patient arrested at home and the cause of death is unknown. It was reported that the device operated as intended. The device will not be returned for evaluation. No further or additional information was provided.